Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a slow rise in pacing impedance over the past months but has remained stable for the last two months, the caller was concerned about lead fracture. It was also noted that the pacing threshold was slightly elevated. The lead remains in use as the patient will be monitored closer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The max rv pace impedance rises gradually from an approx. Baseline of 375 ohms the week ending (B)(4) 2013 to greater than 1300 ohms the week ending (B)(4) 2013.